Event description:
A us distributor reported that a battery pack has bent pins identified prior to patient fitting.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (bent pins) was unable to be confirmed. Upon further investigation, service code 2004 was displayed, indicating a permanent power source failure. Per 91c0011, the full charge capacity of the battery pack has degraded to a point where it may be necessary to charge the battery frequently. There was no adverse event that occurred related to this issue. The root cause for the bent pins was unable to be positively identified. The root cause for the service code 2004 was unable to be positively identified. There was no adverse event that resulted from the damaged battery.